Event description:
It was reported that an allevyn life sacrum dressing was applied for pressure injury prevention. When the dressing was pulled back to assess the skin, a large amount of silicone residue was left behind on the patient's skin. The silicone adhesive was too tacky as it pulled some of the patient's skin off, which was visible on the dressing. Did not cause a break in the skin. Treated with zinc oxide barrier cream which resolved the issue. No infection or other adverse events reported.

Manufacturer narrative:
H6: we have now concluded our investigation into the reported complaint. As no lot number information was provided a review of the device history record could not be carried out. A complaint history review, was performed for the product and event description, there have been a very small number of similar instances reported in the past three years. Event occurred during patient treatment. The device intended for use in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported complaint and the device. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.